Event description:
It was reported that the large hem-o-lok clip applier instrument would not close properly. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident with the clip applier involved a failure of the jaws to open/unclamp after closing a clip, with the clip remaining stuck in the mouth of the instrument and not being released. It is unclear whether the surgeon experienced any additional motion-related issues during use, as this report is based on spd documentation. The issue was not described as unexpected motion (e.g., swaying), but rather the clip not coming out of the jaws. The number of times the clip applier was used during the case when the incident occurred is unknown. To resolve the issue, the instrument was taken out of service rather than continuing use or switching during the procedure.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.